Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic sleeve gastrectomy, the surgeon was not able to press the green button and squeeze the handle hence the stapler did not fire. To resolved the issue, another device was opened and used to complete the procedure. There was no patient injury.